Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise, which on testing, the sales representative was not able to duplicate. There was also some intermittent capture reported. No additional adverse patient effects were reported.